Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011, 04/17/2017, and 07/24/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii and inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii and inflammation/irritation. Device evaluation: visual analysis of the returned device identified yellow and brown particles on the shell, fold creases, a wear abrasion, a deformation and weight measurement in specifications. Additional visual analysis identified bubbles in the gel (observed it after autoclave cycle). Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "inflammation." Patient and healthcare professional reported left side "capsular contracture," baker grade iii. Healthcare professional additionally reported "any creases". Device has been explanted.